Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging bradycardia, atrial septal defect and patent foramen ovale. There was no report of serious patient harm or injury. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Patient outcome code grid selected as "pao-noh-13 - appropriate clinical signs, symptoms, conditions term / code not available" for "atrial septal defect" and "patent foramen ovale". H3 other text : device not returned to manufacturer.